Event description:
The facility reports the resident was transferred from the bed to the wheelchair. The resident was lifted from the bed; the hoist was moved away from the bed and turned 180 degrees to allow the wheelchair to be placed under the resident. One carer was behind the hoist and the other carer was steadying the resident. As, the second carer turned away to get the wheelchair, the clip detached from the hanger bar. The resident fell to the floor. Neither carer witnessed the event. The carer behind the hoist only caught a glimpse of the resident's leg falling out of the sling (view was blocked by the hoist). The resident sustained a cut to the back of her head, approx three (3) inches long, and torn ligaments to her right arm.

Manufacturer narrative:
The sling involved was a large sling. Pictures were sent to the MFR for review. The clips were found to be in a fair state. One grey insert was reported to be missing from the right-hand leg clip. The three other clips were reported to have failed a test using a clip gauge, indicating wear. Two of the three other clips were also found to have inserts missing. The last in-house check of slings at the customer's site was in 2007. The instruction sheet supplied with each sling clearly states that, "it is essential that the sling attachment cords, the slings, their straps, and attachment clips are carefully inspected before each and every use. If the slings, cords or straps are frayed, or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." From product knowledge and experience, the wear of clips cannot cause clip detachment in itself, but can facilitate tis occurrence. The size of the sling appears to be too large for the person being transferred. This in and of itself cannot cause a patient drop, but can facilitate it. The lifter operating instructions state, "the attendant should always [...] Have the correct size sling ready." It is reported the resident is immobile but suffering from muscle spasms. At the time of the drop, the patient was reported to be in the upright/sitting position. The MFR has conducted internal tests and concluded that only when an upward force is applied can a clip detach. Since the resident was in a seated, upright position, the knees could not have reached, let alone pushed up the clip to detach it. From the description of the patient, it appears unlikely that the patient had enough upper body strength to pull a sling strap upward to dislocate the clip. This limits the further potential causes to two: either the carer accidentally pushed up the clip (force is needed) while steadying the patient (i.e. Using the straps for positioning), or the clip was not attached in the first place. Internal testing has shown it is only sure that a clip would not be attached with this result when the resident is in the seated position. In this position, the patient could have dropped when being transferred from a horizontal position (weight is being held by sling) to seated position (weight is diverted to leg part of sling; patient drops). Compared to the incident description, this latter cause appears to be the most feasible. The transfer procedures in the lifter operating instructions state, "warning: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." There has been no clear statement or evidence of how the incident occurred, but based on the received info, product knowledge, and internal testing, the MFR concludes the root cause of the incident is most likely that the clip was not attached to the hanger bar prior to the transfer, which resulted in the patient drop when the patient was moved to a seated, upright position. This could have been avoided when the transfer was performed as described in the lifter's operating and product care instructions (opi). There are no remedial actions towards the product required. However, the MFR will continue to monitor complaint trending for possible future actions. The MFR recommends lift/sling operators at the facility be (re)trained in accordance with the lifter opi and the sling instruction sheet.